Event description:
Knee was bone to bone. Very painful, but I was getting around better before surgery. Could walk better before I had two knee replacements on (B)(6) 2014. On (B)(6) 2014 tendons detached from knee cap, while in church made a loud disturbing sound. Very unbearable pain. Church called paramedic took me to hospital where had emergency surgery on the right knee. Now a year later cannot bend it and barely walking. Doctor said a possibility of him putting a stronger piece of plastic inside. Decide that I had to go to therapy. Then 4 months later when in the beginning of second surgery he did not want any therapy or anyone to bother knee. After surgery it is still giving out on me all be falling.